Event description:
It was reported as a general comment that there are more failures in general and less satisfying needle deployment [cuff miss] with the prostyle devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number. The UDI is unknown due to the part/lot number was not provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported product could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.